Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, bso, anterior colporrhaphy, paravaginal repair and iliococcygeal vault suspension . It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding. It was reported that patient underwent mesh revision on (B)(6) 2010 & (B)(6) 2011 due to mesh erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced overactive bladder, cystitis, frequency, nocturia and incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.